Event description:
Distributor informed us on february 28 that one of our products was involved in a procedure in which the treated patient sustained a laceration during patient positioning.

Manufacturer narrative:
The deviation of the loosened thread insert of the product is probably due to insufficient lubrication and/or improper handling of the product and could not have contributed to the slippage. The detailed information on maintenance and care (cleaning, lubrication, handling) of the product is mandatory in the associated IFU. All other features of the appliance in question comply with the specification and do not exhibit any defects in terms of functionality and safety. Since this examination did not reveal any deviations in the skull clamp that could have contributed to the event described (slipping of the head out of the clamp), we suspect that the pinning of the patient's head may not have been optimal as described in the instruction manual: "adjust the skull clamp to the width of the patient's head in the manner that the two skull pins in the rocker arm are equidistant from the centerline of the head and the single skull pin at the extension assembly is in line with this centerline."